Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 429878 lead and dtbb1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pace/sense impedance. The alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.